Event description:
Info received indicates the hi/low function is drifting.

Manufacturer narrative:
The tech found hi/low drive brake spring was dirty. The tech cleaned the brake spring to repair the bed.